Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (h6¿ component code) should be: 772 - cover. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, foreign material has adhered to the insertion section a-rubber, could not be identified. We could not specify with the obtained information what the foreign material was. Presumably that as the device had a physical breakage, the foreign material could not be removed even with the correct reprocessing. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection¿ describes the methods for detection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign object in curved rubber of insertion part. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.